Event description:
Ligasure product failed to cut but would burn. Returned to manufacturer for evaluation.======================manufacturer response for sealing device, ligasure dolphin tip (per site reporter).======================return for evaluation- will send return kit.